Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.083 ng/ml. Same sample repeated twice gave results of < 0.010 ng/ml, each time. Initial result reported; pt not adversely affected. The field service rep was unable to determine a cause for discrepancy. Performance tests were performed.